Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room, post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic. Programming changes were made.